Event description:
Complainant alleged that the medics were responding to a call for pt who was in cardiac arrest. The apneic and pulseless pt was defibrillated with another device prior to the pads being applied. The pt was then moved into the ambulance, where pt presented an asystole heart rhythm. The medics paced the pt, but they were unable to gain pt heart rhythm capture. They then began CPR. They placed their hands below the pads when conducting chest compressions. The pt then presented a ventricular fibrillation heart rhythm. The medics then began to defibrillate the pt. They administered five shocks at 360 joules to the pt. The medics then attempted to administer a sixth 360 joule shock, but a "poor pad contact" message was displayed on the device screen. The medics checked the anterior and posterior pads, and determined that there was good skin/pad contact. The medics again attempted to deliver a 360 joule shock to the pt. When the shock was delivered, the medics observed an arc emanating from the anterior pad. The pads were then removed from the pt, and defibrillation was continued with the device paddles. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt "had been down too long, and there was nothing they could have done to have saved pt".